Event description:
Philips received information from a customer site that during the implementation of (B)(4) (j-brackets bolts replacement), the philips field service engineer (fse) found 1 of the 16 j-bracket bolts had the head broken off. There was no report of harm to a patient or operator.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).